Event description:
It was reported that the patient's left l5 lead was exhibiting invalid impedances. In turn, surgical intervention was undertaken in which the lead was explanted and replaced to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: n/a, batch: ab2375.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.